Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The evaluation found the scope was leaking from a cut/hole on the distal bending section cover. Additionally, the indicator labels on the insertion tube were peeling. The scope has peeling adhesive around the distal end objective lens and the scope failed electrical continuity test. A review of the scope's service history indicted the scope was purchased on (B)(6) 2017 with no previous repair records. The root cause cannot be determined at this time as the investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use of a bronchoscopy with suction procedure, the evis exera iii bronchovideoscope was found to have a leak. The scope was removed and an alternative scope was used for the procedure. No patient involvement was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for MDR# 8010047-2020-07913. The OEM performed a device history record review; no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential cause of the reported peeling off of coating of the insertion tube was attributed to the combined causes of chemical stress and mechanical stress. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information - please read before use: before inserting the endoscope with an endotracheal tube into the patient, confirm that the insertion section of the endoscope can be inserted into the endotracheal tube smoothly by running it back and forth over the entire length of the insertion section and that the tube does not damage the endoscope. Any protrusions may damage the bending section cover or strip the external surface of the insertion section. When using lubrication, make above confirmation before applying lubrication. Olympus will continue to monitor complaints for this device.